Event description:
It was reported that the procedure was to treat a mildly calcified proximal lateral anterior descending artery lesion. A 3.00x48 mm xience skypoint was used and the lesion was post dilated with a balloon dilation catheter. However, a perforation was noted. A 4.0x15 mm covered stent was used to treat the perforation and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported perforation and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known.